Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call of not being able to enter blood glucose into insulin pump in order to deliver a bolus. Customer reported that the screen was stuck and was not allowed to program a manual bolus. As a result, customer was hospitalized on (B)(6) 2016 with blood glucose of over 600 mg/dl. Customer had symptom of dizziness and chest pain. Customer was hospitalized due to high blood glucose and low sodium. Customer was treated with insulin drip and IV fluids. Customer was wearing insulin pump at the time of hospitalization. Customer declined troubleshooting for high blood glucose. After viewing status menu, it was found that customer had "block" feature on. Customer received assistance in turning feature off.